Manufacturer narrative:
(B)(4). The batch card{s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample returned for investigation. Based on complaint description it was stated the balloon cannot be inflate after insertion, it was stated the catheter was preliminary tested prior use with no issues, thus a balloon leak was suspected as potential root cause. Investigation conducted by inflating the balloon by 10 ml 10% aqueous glycerin solution, there was no leak observed on internal or external side of the balloon. The sample then inflated with 10ml of air and submerged into a distilled water tank, no leak on balloon observed. A water leak test was conducted to trace any leaking point from funnel to the drainage eye resulted with no leak observation. From the observation it was again determined there is no leak observed throughout the catheter funnel, body and balloon. In current standard operating procedure, per spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the complaint description, it was stated there is suspect the balloon was defective. Upon investigation on the returned complaint, it was determining there is no leak observed specifically on the balloon and on the catheter generally. Therefore, this complaint could not be confirmed.

Event description:
It was reported that once the catheter was inserted, we tried to inflate the balloon with no success. It was observed that the balloon had a hole (leak). The balloon had been tested with success prior to use. It happened with 2 devices same issue, same patient in a row. Clinical consequences: the female patient had to be catheterized 3 times (3rd time was a success). So, it was painful for the patient who was elderly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that once the catheter was inserted, we tried to inflate the balloon with no success. It was observed that the balloon had a hole (leak). The balloon had been tested with success prior to use. It happened with 2 devices same issue, same patient in a row. Clinical consequences: the female patient had to be catheterized 3 times (3rd time was a success). So, it was painful for the patient who was elderly.